Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the unspecified location. The leak was discovered during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information :the device was manufactured between april 11, 2019 - april 12, 2019. The device was received with a luer lock at the spike port. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed by firmly squeezing the bag filled with tap water and could not identify a leak. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.